Manufacturer narrative:
The device was not returned to olympus for inspection and therefore no findings are available. A definitive root cause of the reported event could not be identified. As per investigation notes, the event is preventable by handling device in accordance with the following instruction for use (IFU). An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing the subject device exhibited a stain and was reported that it did not clean well. There were no reports of patient involvement.